Event description:
International affiliate reported 5 incidents of leaky cassettes upon initial use of the device. Reportedly, these occurred within a 10 day period, and the leaks were not noted until the end of therapy. No alarms were reported to have been received. The location of the leaks are noted as being in the left bottom corner of the cassette. No pt injury or medical intervention was indicated by international affiliate. Nothing unusual was noted with the overpouches. No pt injury or medical intervention was associated with this incident per the international affiliate.